Event description:
Physician tried to advance balloon on the guide wire but got stuck and would no advance or retract. Physician removed entire system. Physician proceeded with a new forte wire (not manufactured by angioscore) and an apex balloon (not manufactured by angioscore) and used a bms stent (not manufactured by angioscore) to complete the case.

Manufacturer narrative:
Patient weight is not available. Attempts to obtain patient weight has been declined by the hospital. The guide wire got stuck and would not advance or retract. Physician had to remove the entire system. Physician proceeded with a new forte wire and an apex balloon (not manufactured by angioscore) and used a bms stent to complete case. The requiring of the lesion resulted in prolongation of the case. The angiosculpt device was returned with the guide wire intact. Evidence of laceration from the ex port to the proximal bond suggest a guide wire prolapse occurred. The returned guide wire was able to be removed from the angiosculpt device with slight force. Guide wire prolapse is a possible occurrence during the procedure as listed in the angiosculpt ptca scoring balloon catheter instructions for use (IFU).